Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a sizing issue. No other adverse patient effects were reported.

Event description:
Additional information received on 10/18/2022 as follows: the titan touch was not sized properly causing the tips to not reach the glands.

Manufacturer narrative:
Correction: item number, lot number changed to unk, UDI number, catalogue number.